Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Event description:
It was reported that after an interventional procedure, through an unspecified sized sheath, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, when the foot was deployed by lifting the lever, the needle plunger jumped back and could not be pressed down to deploy the needles. The device was removed and a second proglide was deployed successfully to achieve hemostasis. There were no reported adverse patient sequela. The physician was reported to be trained in the use of the proglide device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed that the needle plunger remained inside the body of the device; however, it appeared that it was partially retracted. The pre-formed knot was unraveled and the posterior needle tip was detached from the shank. The reported complaint could not be confirmed because there was no spring tension on the device that will push the needle plunger out when the lever is activated to deploy the foot. During the investigation, the lever was opened to deploy the foot and the needle plunger deployed successfully. The locking mechanism was checked and the needle plunger remained in position when the lever was closed. There was no manufacturing or quality deficiency detected that could have contributed to the reported complaint. Therefore, the most likely cause for the reported experience was manual retraction of the needle plunger after activating the lever instead of pushing it down for deployment. Each device is inspected during manufacturing with the lever deployed to assure the plunger stays in place. A review of the lot history record was performed for the lot and revealed no nonconforming material reports associated with this lot. A query of the complaint-handling database was performed and no indication of a lot specific product quality deficiency.